Manufacturer narrative:
(B)(4) diabetes mellitus is a known cause of diabetic ketoacidosis.

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced an adverse event. The sensor was inserted into the abdomen on (B)(6) 2018. The patient stated the dexcom continuous glucose monitor (cgm) was displaying an error reading symbol for 7 hours. The patient indicated that because the cgm was not displaying bg values, she took herself to the hospital because she had high ketones. The patient stated they were admitted to the hospital and was treated for diabetic ketoacidosis. Further contact was made with the patient on (B)(6) 2018 and the patient stated they were released from the hospital at 10:00 am on (B)(6) 2018. No additional patient or event information is available. Data was received for evaluation; data review confirmed an error reading symbol. The probable cause was determined to be sensor noise via data.